Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface printed circuit board was repaired and the calibration files reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system was displaying a kilovolts error and was unable to produce x-rays. No pt injury was reported.